Manufacturer narrative:
This is one of four similar events occurring over a period of several days at the site. After the apparent malfunction, the colonoscope was sent to the authorized repair center for evaluation. The reported imaging problem could not be replicated. The device was inspected and found to be operating normally. The service center performed routing cleaning of the colonoscope and it was returned to service. The video processor (fusebox) associated with the system was also returned to the authorized repair center for evaluation. The reported imaging problem could not be replicated. The device was inspected and found to be operating normally.

Event description:
It was reported that all images were intermittently lost during a colonoscopy. According to the report, blue streaks would appear in the upper right corner of the image and cover the image completely. No injury or other adverse effect on the patient was reported.